Event description:
Customer reported a problem with the interconnect cable. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys, and replaced a faulty interconnect cable. Sys operates as intended.